Manufacturer narrative:
The device was not returned; however, a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the image noted separated components between two piece luer lock assembly and tbg. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink valve separated. During patient use, the IV tubing separated from the connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.